Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected. Section d6a: date of explant corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's infection was first identified in (B)(6) 2023 (manufacturer reference number: 2916596-2025-03795). Operating room cultures identified methicillin-resistant staphylococcus aureus (mrsa). The source of the infection was identified to be related to the patient's left ventricular assist device (lvad). The patient was noted to be stable and discharged as of (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange due to infection on (B)(6) 2025.